Manufacturer narrative:
Shm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-00108. The patient was implanted with two percutaneous leads on (B)(6) 2010 for right leg and abdomen pain. On (B)(6) 2010, it was reported that the patient only feels stimulation in his abdomen. An x-ray was taken; however, no visible anomalies were detected. In an effort to resolve this matter, surgical intervention was undertaken to reposition the patient's leads. Follow-up on the patient found that effective stimulation has been recaptured. No devices were explanted and none will be returned to the manufacturer for analysis.